Event description:
During preventative maintenance of the device, the user reported that after placing the heart lung console base battery and charging for 24 hrs, the battery failed to hold a charge. No other details regarding the nature of the event were provided. Since this event occurred during preventative maintenance of the device, there was no pt involvement during this event.